Manufacturer narrative:
After the fuse was replaced, a medtronic representative went to the site to test the equipment. The system functioned fully as intended and passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the mobile view station (mvs) line power light was off and the mvs would not turn on. It had been working earlier in a storage room, but would not work on multiple outlets anymore. The biomedical engineer on site changed out the fuse to resolve the issue. There was no patient involved.